Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional(hcp) reported that a patient was injected with juvéderm volbella® xc in the lips. The following month later, patient had a second injection of one syringe of juvéderm volbella® xc. Two months after the second injection, the patient developed nodules in the lips. These nodules appeared at the same time as a sinus infection. That same month, the hcp treated patient with one syringe of hylenex per visit and prescribed 20mg of prednisone. Patient's pcp also prescribed augmentin on an unknown date. Additionally, 3 months after the injection, patient experienced delayed hypersensitivity reaction. This was the patient's first experience with fillers. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-36386). This MDR is being submitted for the first suspect product, juvéderm¿ volbella ¿ with lidocaine.